Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2013; 6947-65, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was replaced due to unexpected longevity; the battery longevity was less than expected. The device was removed and a new device was implanted. It was also reported that the right atrial (ra) lead had dislodged. The ra lead was extracted and a new lead was implanted. It was further reported that the epicardial left ventricular (lv) lead had high thresholds. The lv lead was capped and a new lv lead was implanted through the coronary sinus (cs) vein. No patient complications have been reported as a result of this event.